Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 20-apr-2020. The most recent information was received on 30-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('sacroiliac pain, joint and muscle pain, pain between shoulder blades') in a female patient who had essure (batch no. 20219766) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: professional activity requires prolonged standing. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced musculoskeletal pain (seriousness criterion medically significant), neck pain ("pain in neck"), tendon pain ("generalised tendon pain"), fatigue ("chronic fatigue"), mental fatigue ("psychological fatigue"), paraesthesia ("paraesthesia on the soles of feet"), burning sensation ("burning sensation on the soles of feet"), gait disturbance ("difficulty walking") and dysstasia ("difficulty with prolonged standing"). The patient was treated with antidepressants. Essure treatment was not changed. At the time of the report, the musculoskeletal pain, neck pain, tendon pain, fatigue, mental fatigue, paraesthesia, burning sensation, gait disturbance and dysstasia had not resolved. The reporter provided no causality assessment for burning sensation, dysstasia, fatigue, gait disturbance, mental fatigue, musculoskeletal pain, neck pain, paraesthesia and tendon pain with essure. The reporter commented: chronic fatigue, generalized tendon, joint and muscle pain. Sacroiliac pain, burning sensation and paresthesia on the soles of the feet. Difficulty walking for normal periods, remaining on my feet in my professional activity (which requires prolonged standing), joint problems when I get up after sitting for a while. Pain in my neck and between my shoulder blades. Difficulty with daily housework (cleaning the floor, mowing the garden). Increasing discomfort for about the past 2 and a half years, resulting in extreme physical and psychological fatigue. Blood tests were performed for various purposes, x-rays/magnetic resonance imaging scans were performed: nothing abnormal, although the pains were certainly present and becoming more and more disabling. The healthcare professionals have difficulty believing us, or are "drawing a blank" as I have heard them say; they prescribe antidepressants that do nothing to relieve our pain and suffering. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: for various purposes. Magnetic resonance imaging - on an unknown date: unremarkable. X-ray - on an unknown date: unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 20-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('sacroiliac pain, joint and muscle pain, pain between shoulder blades') in a female patient who had essure (batch no. 20219766) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: professional activity requires prolonged standing. On (B)(6) 2010, the patient had essure inserted. In 2017, the patient experienced musculoskeletal pain (seriousness criterion medically significant), neck pain ("pain in neck"), tendon pain ("generalised tendon pain"), fatigue ("chronic fatigue"), mental fatigue ("psychological fatigue"), paraesthesia ("paraesthesia on the soles of feet"), burning feet syndrome ("burning sensation on the soles of feet"), gait disturbance ("difficulty walking") and dysstasia ("difficulty with prolonged standing"). The patient was treated with antidepressants. Essure treatment was not changed. At the time of the report, the musculoskeletal pain, neck pain, tendon pain, fatigue, mental fatigue, paraesthesia, burning feet syndrome, gait disturbance and dysstasia had not resolved. The reporter provided no causality assessment for burning feet syndrome, dysstasia, fatigue, gait disturbance, mental fatigue, musculoskeletal pain, neck pain, paraesthesia and tendon pain with essure. The reporter commented: chronic fatigue, generalized tendon, joint and muscle pain. Sacroiliac pain, burning sensation and paresthesia on the soles of the feet. Difficulty walking for normal periods, remaining on my feet in my professional activity (which requires prolonged standing), joint problems when I get up after sitting for a while. Pain in my neck and between my shoulder blades. Difficulty with daily housework (cleaning the floor, mowing the garden). Increasing discomfort for about the past 2 and a half years, resulting in extreme physical and psychological fatigue. Blood tests were performed for various purposes, x-rays/magnetic resonance imaging scans were performed: nothing abnormal, although the pains were certainly present and becoming more and more disabling. The healthcare professionals have difficulty believing us, or are "drawing a blank" as I have heard them say; they prescribe antidepressants that do nothing to relieve our pain and suffering. Diagnostic results (normal ranges are provided in parenthesis if available): blood test on an unknown date: for various purposes. Magnetic resonance imaging - on an unknown date: unremarkable. X-ray on an unknown date: unremarkable. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.